Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the one of the lines on the insulin pump's screen was not working. The customer¿s blood glucose was unknown. The customer stated that insulin pump had partial display. Customer stated that the display, one of the lines was dead. The customer stated that the insulin pump was neither dropped nor bumped. The devise will be returned for analysis.

Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.